Manufacturer narrative:
Manufacturer¿s evaluation: the reported event of infection cannot be analyzed via laboratory testing.

Event description:
Follow-up information indicated that to date, no consequences have been reported for the patient.

Manufacturer narrative:
(B)(4)

Event description:
It was reported a patient ((B)(6)) underwent a procedure to implant a drg implantable neurostimulator (ins). The physician elected to implant an ins after the expiration date. The ins had been removed from the original sterile packaging and was inside a transparent bag. The physician informed the sjm representative that the ins has been re-sterilized. No consequences have been reported for the patient since the device was implanted.